Event description:
First of 12 cases of isolation of candida lipolytica from bronchoscopically obtained respiratory (n=6 via olympus bf1th190) or mediastinal lymph node needle aspirates (n=6 via olympus ebus bfu180f) from 12/30/2015 to 05/23/2016 to date. Eight of the 12 bronchoscopes, including the first 7 cases, were obtained from bronchoscopes that had been reprocessed on the same olympus oer-pro endoscope reprocessor, one of 5 such devices in use at our facility. No evidence of clinical infection associated with any of these (B)(6) cultures. No other (B)(6) clinical cultures, including those obtained endoscopically, no (B)(6) surveillance cultures from selected olympus bf1th190 therapeutic bronchoscopes and olympus bfu180f ebus scopes after reprocessing or from monthly surveillance cultures of olympus duodenoscopes or linear array ultrasound endoscopes.